Event description:
The customer observed a false positive architect total b-hcg result for one sample that was not reported out of the laboratory. The following data was provided: on (B)(6) 2024 sid (B)(6) initial result = 736.48 miu/ml, repeat was <1.20 miu/ml, repeat on another architect generated a negative result a new sample was collected: on (B)(6) 2024 sid (B)(6) which generated a result of <1.20 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). The field service representative (fsr) inspected the instrument, calibrated the probes, and performed a precision test. The results of the precision test were within package insert claims. The original sample and the new sample were tested and generated negative results. No definitive part was identified as the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) was identified.